Manufacturer narrative:
In PMA# part of this report the combination box was checked when I reached the page. I was unable to un-check the box. Orthovisc is not a combination product.

Event description:
"Depuy mitek quality department received a medwatch form from the spine group on 8-28-2017 with the following event description. Received 3 rounds of orthovisc knee injections at (B)(6) 2016. Within one week, started having severe heart arrythmias. Had a previous history of arrythmia and svt, but my heart doctor said it was never consistent enough to treat it. After the knee injections, I visited my heart doctor with the increased symptoms. He wanted me to wear a heart monitor for one month. After one week, his office called and said they had all the info they needed, had me return to his office and scheduled a heart ablation for 3 months out. Heart ablation happened in (B)(6) and was unsuccessful. Three and a half months later, I had a stroke on (B)(6) and was hospitalized for 4 days. All tests came back negative for any explanations. As of yet, there is no explanation for my stroke. I am (B)(6), not overweight and in pretty good health. I exercise 3 times a week. I am on blood pressure daily for hypertension and it is well controlled. I still have to f/u with my pcp and neurologist next week, at which time I will discuss the possible link between the orthovisc injection and my stroke. I just had such a huge health change with my heart within days of getting the orthovisc injections, that I truly believe that this is all related to that. I did mention it to my heart doctor and of course he just noted it and would not discuss it with me. There must be some code of ethics between doctors that keeps them from doing that. I will get to the bottom of it, unless it kills me first. Injected in the knee joint, once weekly/3 wks. Dates of use (B)(6) 2016. Osteo arthritis in the knees. Lisinopril / hctz 20/12.5, 425 mg aspirin daily - post stroke."